Event description:
It was reported that the customer had high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated that they have been sick with dka and they might have to go to the hosp for assistance, even after injections and infusion set change. Explain the two high bg rule. Found the 25u taken before the infusion set change most likely did not obsorb correctly and injection was taken.